Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for routine follow up, multiple episodes of oversensing were noted on the right ventricular (rv). The patient received inappropriate anti tachycardia pacing(atp) therapy due to noise caused by one of the episodes from oversensing. The programming settings were found to be in passive mode. The device was at elective replacement indicator stage. The lead was capped and replaced on (B)(6) 2020 along with device. The patient was stable.